Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. No device was returned for evaluation; radiograph images were provided; however, the reported event was unable to be confirmed. The review of pre-revision radiographs identified that the glenosphere could potentially be abnormally articulating against the posterior aspect of the humeral tray. This may be an indicator for humeral liner disassociation; however, it cannot be confirmed based on the angle of the radiograph. All other aspects of the radiograph appear unremarkable for implanted components. A review of complaint history determined that no further action is required as no trends were identified. A review of manufacturing data was performed and no discrepancies were found. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and product images were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6), 315-35-00 - glnd kwire (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6), 315-35-00 - glnd kwire (B)(6), 320-15-05 - eq rev locking screw (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was report that male patient who had a right rtsa that was revised due to a fall, underwent a second revision approximately 2 months post the prior revision. A constrained liner was put in due to unavailability of standard 42mm liner (international recall) during the prior procedure. A couple months later, the constrained liner disengaged from the humeral tray while the patient was performing daily activity. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return as they were discarded. No device images provided. No further information.